Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation - device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator broke at 900 psi. No additional information provided. No report of harm or injury.